Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had been experiencing high blood glucose levels. Blood glucose level at the time of the incident was over 600 mg/dl. The customer also reported being in a state of diabetic ketoacidosis. The customer was unable to troubleshoot as he did not have the insulin pump available at the time of the call.